Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok button was responsive. The contrast, up arrow and down arrow buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast, up arrow and down arrow buttons. The audio bolus button was noted to have a hole in the center, but was responsive. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The audio bolus button cover was removed for investigation and revealed contamination under the button.

Event description:
The patient contacted animas on (B)(6) 2012 alleging the audio bolus button was torn but still works properly. The patient denied trauma or moisture to the pump. There was no reported adverse event associated with this complaint.